Manufacturer narrative:
Unit received with battery issues and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the problem with the new battery cap and was not solved. The customer¿s blood glucose level was unknown. Customer stated that they needs to change the battery every 1.5 to 2 days. The insulin pump will be returned for analysis.